Event description:
This spontaneous case was reported by a consumer and describes the occurrence of surgery ("essure gave us no choice but to have surgery") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent surgery (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery). At the time of the report, the surgery outcome was unknown. The reporter provided no causality assessment for surgery with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on 05-dec-2018 for the following reason: intervention required selected. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.